Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-01136; 385-15-508, s805 - wear/excessive wear, revision surgery. Note: even though the item number is not the same, it is similar in sku, failure mode, and usage. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to poly wear.